Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: tm90t0, lot#serial#: unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding the personal therapy manager (ptm) a820 application used with an implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown dose and concentration. The reason for use was spinal pain. It was reported that the programmer displayed a system error code 0x11d9444d and says to restart it. The issue started on (B)(6) 2019. The caller worked with patient services (ps) and the mobility team member on the call to do a restart. The ptm successfully restarted. The mobility representative will contact the manufacturer¿s representative (rep) with further questions. During the call, the patient reported she never really got trained to use the ptm and thinks she may be doing something wrong. She was just doing normal bolus but the ptm said ¿dose interval,¿ which she has never seen before then just went to system error. Troubleshooting resolved the reported issue. She keeps her equipment charged but it does not want to pick up pump, it takes a long time to pick up the pump when she holds it there. It says to ¿hold communicator over the pump and sometimes it takes a really long time before it will pick it up will go all the way to 91 and stay there until it says she got her bolus.¿ the patient¿s pump is behind her, and she reported no pump found code. This has always happened since day one on (B)(6) 2019, it took forever to get communicator to stay blue. ¿it gets up to 91 still has a small open space and half the time does not go to 100 and she has to start over.¿ the patient reported she had been successful and just received a bolus. Conferenced in tech support to consult about this issue. The patient reported she was not holding the blue side of the communicator against her pump. The patient will try again with the blue side against her pump. Tech reviewed she should have an easier time getting a bolus, if not she should meet with her healthcare professional (hcp). Today on (B)(6) 2019, her ptm has been asking for the communicator number several times. She has to select communicator confirm serial number and she gives serial number. This was not resolved during the call. It was recommended monitoring this and calling back if she needs further support. When she ¿gets in trouble at 3 in the morning¿ she had called the rep before. Details about this were not requested due to the patient providing a lot of confusing event information already. During the call said her other pain pumps "goes to 100 but this one goes to 80 ". Her other pain pump was a plug in; she has plug in for both. The patient was using confusing verbiage to describe her pump and stimulator. There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from the consumer and the manufacturing representative. The patient reported their ptm handset screen was frozen on the "connecting to pump" message. The patient tried powering the ptm off and back on and the screen was still frozen. Patient services had the patient power the ptm off, remove the battery from the handset, place battery back in and power on. The patient then attempted a bolus again and the stated the screen continued to show "retry, no pump found." The patient was directed to follow-up with their hcp. The patient had an appointment scheduled for on (B)(6) 2019. It was indicated this issue had been occurring since receiving the device on (B)(6) 2019. Additional information was received from the rep on 2019-sep-11. The rep reported they were able to use the patient's device and give them a bolus successfully. The rep did not think the patient's implant was too deep. They tried again on the call and the patient successfully connected. The patient stated they were not around a lot of electronics at home. The device was working at the time of the call in the doctor's office. No further complications were reported/anticipated or expected. Additional information was received from the patient and the manufacturing representative (rep). The patient reported they received the same software code and stated they see the "switch communicator message." Patient services reviewed normal function and connected to the pump when the communicator was powered on. The rep reported the patient had been in for a refill and was getting the code 0x11d9444d on (B)(6) 2019. The patient was able to get their boluses. The rep read their logs and the patient was able to get all of her boluses, except one on (B)(6) 2019 (89) due to the drug restriction interval (dri). It was reviewed the patient encountered this code on (B)(6) 2019 (prior to on (B)(6) 2019. It was reviewed the cause was not determined. The logs were provided for review. It was confirmed that healthcare provider has not had any problems programming.